Event description:
8 fr angio-seal (ref# 610131 lot# 0000471264) x 3 malfunction. All 3 would not click together. None of these were placed in patient. A fourth angio-seal was assembled. It was deployed in patient. Rep was contacted and will pick the defective ones up on 2/23/24. Reference reports: mw5152144, mw5152145.